Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total b-hcg result for one patient. The following data was provided: sid (B)(6) alinity I total b-hcg initial result (on (B)(6) 2022) 90.90 miu/ml, re-runs <2.30 miu/ml and <2.30 miu/ml. Upon checking there are 2 bhcg samples with high results that was run prior. Sid (B)(6) bhcg >15000 miu/ml ((b)((6).2022 12:43) sid (B)(6) bhcg 4907.58 miu/ml ((B)(6) 2022 12:46) no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the likely cause lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 35367ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. The overall performance of alinity I total ss-hcg reagents in the field was reviewed using worldwide field data. The median value of the complaint lot is within the established limits and comparable to historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency with the alinity I total ss-hcg reagent identified in this complaint.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.